Event description:
A health authority received 11 reports of implanted intraocular lenses (iols) in seven patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Four of the patients are bilaterally implanted; three of the patients are unilaterally implanted. This patient is bilaterally implanted. This report is for the right eye. No further information is expected. There are 11 reports associated with these events, this is the fifth report.

Manufacturer narrative:
Evaluation: the product was not returned for evaluation; the device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).